Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2016, the patient experienced a vasovagal episode and the patient became bradycardic. The patient's heart rate was "16". The physician stopped the procedure and "atropine" was administered. The patient's heart rate returned to normal and the procedure was completed. No further complications were reported and the patient was discharged home.